Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported a deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: deflation: observed an opening striated assessed as surgical damage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. White particles observed in the device. No further actions are required as the device was implanted.